Event description:
It was reported that there was an attempted left ventricular (lv) lead implant in which the lead exhibited a non-specific product performance anomaly. No adverse patient effects were reported.